Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. Csi ID# (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient went into ventricular fibrilation and eventually expired. There were target lesions located in the right coronary artery (rca) and in the left anterior descending (lad) artery. The physician used a choice guide wire to access the lesion. The choice guide wire was exchanged for a csi viperwire guide wire via a 1.50mm balloon catheter. A csi orbital atherectomy device (oad) was advanced over the guide wire and into the patient. A guideliner guide catheter was also utilized to provide additional support for the csi guide wire and oad. The physician completed two runs at low speed with no issue, but during the third run, the patient went into ventricular fibrilation and the lad artery shut down. A small dissection was observed, but did not appear to be flow limiting at that point; however, the lad did not have any blood flow. The csi oad and viperwire guide wire were removed from the patient and the physician rewired the vessel with a different guide wire. The physician was able to perform balloon angioplasty and deploy a stent in the lad to resolve the no flow event, but the patient kept going into v-fib. The physician advanced an impella ventricular assist device into the patient, but while doing so, a perforation occurred in the iliac artery. Emergency measures and cardiopulmonary resuscitation (CPR) were performed for two hours, but the patient was unable to recover and expired.